Event description:
It was reported that (1) er320 device was used during a laparoscopic procedure. It was reported by the rep that the surgeon reported that the first clip fired properly. The next three were not closing properly and the final three were "spit" out of the instrument before they could be applied. A second er320 was used and fired without incident. The case was completed and there was no consequence to the pt.